Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusions occurred. Customer's blood glucose level was 331 mg/dl. Multiple attempts were made to follow up on the reported issue; however, no response was received.